Manufacturer narrative:
A ge oec service rep. Investigated this issue and found a defective/damaged lemo receptacle for the interconnect cable, and corrupt software. The lemo receptacle was replaced, and the software was reloaded. The system was released to the customer for use. There was no patient information available from the facility with respect to this issue. No injury resulted or was reported.

Event description:
The ge oec 9800 fluoroscopy system was being checked during set-up for a case and did not display an image.